Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third-party service center, issues related to the ac power cord and sensor board were observed. The device's ac power cord and sensor board were replaced to address the issues.